Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Fifteen days after onset, the patient was recovered from the peritonitis and the antibiotic treatment was discontinued. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was due to poor environment/source of water. On the same day as onset, the patient was hospitalized for the event. Treatment rendered and the patient outcome were not reported. Pd therapy was ongoing. Additional information is not available.